Event description:
A report was received that the patient had a reaction to anesthetic (sentinol) and was sent to the ICU for monitoring. The patient's symptoms were chest pain. The trial leads were removed and the patient was sent for cardiac investigation. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2266-50 serial # (B)(4) description: linear 3-6 lead 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.